Event description:
The customer reported that a ventilator experienced a low leak co2 rebreathing risk alarm. The device was in clinical use at the time the deficiency was discovered. There was medical intervention such as transferring the patient to another working ventilator. There was no delay to patient therapy, patient or user harm reported. No other anomalies were reported. The device was evaluated by the customer and a philips remote service engineer (rse). During testing, the customer confirmed that the oxygen sensor was under the expected reading. The customer reported that they replaced the flow sensor and the unit now reading at standard values. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were reported. The customer discarded the flow sensor assembly.